Event description:
During installation of the device, the technician observed the battery backup power was not functioning as expected. An alternate battery was installed and the system functioned as expected. Since the event occurred during installation of the device, there was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.